Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise, far p-wave oversensing, and possible myopotential oversensing noted on the device. No intervention was performed and the patient was stable and will continue to be monitored.